Manufacturer narrative:
(B)(4).batch # t5cv8r. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Noted the anvil gap was > 0¿. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows tissue with a leg protruding of it. However, the leg appears to be a clip. Based on the photo no conclusion could be reached as to what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
Malformed staple during cholescopy found. Clip wasn´t set correctly. There were no consequences for the patient.